Event description:
It was reported that the patient experienced increased pain, therefore, the patient underwent an indirect decompression spacer explant procedure to undergo another type of procedure for their condition. The patient was stable postoperatively. The device was not returned as it was retained by the medical facility. The device model, lot number, and implant date are unable to be obtained despite good faith efforts.